Event description:
Patient presented post-op with diaphragmatic stimulation, progressively deteriorating r-wave and an increase in capture threshold. A lead perforation was suspected. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the analysis of the lead did not reveal any device condition that would have contributed to the reported event. A lead tip stiffness test was performed and was found to be within specification. Body fluid/tissue was found inside the header and inner insulation, preventing helix extension. The ensuing resistance resulted in an over-torque condition causing the coil wire to fracture. Electrical measurements revealed intermittent fractured pacing coil and a short circuit between the sensing coil and pacing coil.